Event description:
It was reported that two months and thirteen days post a dialysis catheter placement via the right internal jugular vein, there was allegedly a rupture at the arterial end of the catheter causing bleeding. It was further reported that the air had allegedly entered in the catheter. Furthermore, there was allegedly a bare leakage outside the patient's skin, and the outer edge of the tube was less than one millimeter of the tear. Reportedly, the catheter could not be used and was replaced by a surgery. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. However, one electronic photo and one electronic video were provided for review. The photo and video show a crack in the blue luer segment of the catheter. Therefore, the investigation is unconfirmed for the reported fracture and confirmed for the identified break and reported fluid leak and air in device as the damage could easily be a cut, based on the straightness and shape of the instrument. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two months and thirteen days post a dialysis catheter placement via the right internal jugular vein, there was allegedly a rupture at the arterial end of the catheter causing bleeding. It was further reported that the air had allegedly entered in the catheter. Furthermore, there was allegedly a bare leakage outside the patient's skin, and the outer edge of the tube was less than one millimeter of the tear. Reportedly, the catheter could not be used and was replaced by a surgery. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo and one electronic video were provided for review. The photo and video show a crack in the blue luer segment of the catheter. Therefore, the investigation is confirmed for the reported fracture. However, the investigation is inconclusive for the reported fluid leak and air in device as the evidence provided in the photo and video is insufficient to confirm the events. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two months thirteen days post a dialysis catheter placement in the right internal jugular vein, there was allegedly a rupture at the arterial end of the catheter causing bleeding. It was further reported that air had allegedly entered in the catheter. Reportedly, catheter could not be used and was replaced by a surgery. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo and a video were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 04/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.